Event description:
It was reported that the colonovideoscope had horizontal stripes on the image. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields- d8, h2, h3, h6, h11. Corrected fields- e3. This supplemental report is being submitted to provide the correction and results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and image whiteout. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image blackout and image whiteout occurred due to a component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.